Event description:
Customer reported that she had unexplained low blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 46 mg/dl. Customer stated that she was treating by the readings on the meter and the blood glucose meter was giving incorrect reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.